Manufacturer narrative:
(B)(4). The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The device history file is not available for review in the us. Several sections from the IFU will be referenced as part of the investigation report. The IFU states, "attach a luer-lock syringe to hub of catheter. Withdraw the catheter by applying traction while rotating the syringe and catheter clockwise. Maintain axial alignment during removal, do not rock or bend the catheter". The complaint root cause cannot be established. The complaint cannot be confirmed. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the ezio needle broke off in a patient and surgery was required for removal. The surgery included a fasciotomy. It was a blue 25mm, 15ga needle inserted the proximal tibia. The patient's current condition is unknown at this time.